Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the spinal cord stimulator (scs) did not work but it was too hard to take out so that was why they it was still implanted. The patient did not want troubleshooting at the time of the report. No further complications were reported.